Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code of err_dsp_motor_failure was observed in the device's event log. There was no reported patient involvement. The technician recommended replacing the device's system board and cpu board assembly to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.